Event description:
A customer reported the swivel mechanism of their affiniti 30 ultrasound system¿s control panel would not lock into position. It is unknown if the incident occurred while transporting the unit within the user facility. The control panel cables were adjusted to repair the system. No patient or user was harmed as a result of the issue.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. However, due to insufficient information and part returns, the engineering team was unable to determine the root cause of this failure. The control panel arm cable was adjusted and the arm¿s locking pin was lubricated to resolve the issue. Actions are underway to ensure the necessary information and parts are received to further investigate if this issue does recur.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the swivel mechanism of their affiniti 30 ultrasound system¿s control panel would not lock into position. It is unknown if the incident occurred while transporting the unit within the user facility. The control panel cables were adjusted to repair the system. No patient or user was harmed as a result of the issue.